Event description:
It was reported that the patient had loss of therapy due to high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced, restoring therapy.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the continuity testing showed the returned lead found a kink on the outer tubing and some internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.